Event description:
It was reported that a portion of the guide pin broke off during the procedure. The piece was lodged inside the implant and could not be removed from the pt. No additional adverse consequences were reported from this event and no further pt info is available. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. The lot number was not provided, therefore, the device history could not be reviewed and the manufacturing date was not determined. This is the first complaint of this type reported for this part number. The cause of this event could not be determined from the information available and without device evaluation.